Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead. Visual inspection: it was noted that there was a breach in the outer insulation and the helix/lobe was distorted/bent.

Event description:
It was reported that the atrial lead had dislodged. The physician "opted to go with a new lead." This appears to be during the implant procedure. There were no patient complications as a result of this event. The device was not implanted.